Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 01 MFR report:3005168196-2021-01799 1. Section d. Box 10. Device available for evaluation? Evaluation of the returned velocity confirmed a fracture on the proximal end. If the device is forcefully retracted at an extreme angle during removal of the device from a parent catheter, damage such as a kink and subsequent fracture may occur. Further evaluation revealed kinks on the proximal shaft and ovalization on the distal shaft. The proximal kinks may have occurred during removal of the device from the procedure. The distal ovalizations may be incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician was retracting the velocity in order to access a new artery, the velocity had broken into two pieces near the hub. Therefore, it was removed. The procedure was completed using a new velocity and the same neuron max. There was no report of an adverse effect to the patient.